Event description:
It was reported that the patient presented for initial implant. During procedure, the lead displayed high impedance. The lead was not used and was replaced. The patient was stable post procedure.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.